Manufacturer narrative:
The service engineer (se) inspected the device. The se found a crossover circuit error code in the ventilator diagnostic logs. The se could not duplicate the reported issue and performed several est tests and all passed.

Event description:
It was reported that the ventilator was not passing extended self test (est). There was no patient involvement.